Manufacturer narrative:
Film evaluation summary: the exact cause of the positioning difficulty, damage to the tip of the delivery system, and hydrophilic coating wearing off cannot be conclusively determined from the pre-implant 3d recon report provided. The pre-implant 3d recon report returned only showed the aortic arch to the descending aorta; the infrarenal aorta, the iliac arteries, and the bifemoral stent grafts were not visualized in the images provided thus cannot be assessed. CT's that showed the complete pre-implant anatomy information were not provided. Films at implant were not provided.

Event description:
A valiant captivia stent graft system was attempted to be implanted in the patient for the endovascular treatment of an 8 cm in diameter thoracic aortic aneurysm. The patient had a previously implanted bi-femoral open fabric surgical graft implanted approximately greater than 20 years prior to the procedure. A CT revealed that the previously implanted bi-femoral stent graft was kinked and folded in different areas of the patient¿s anatomy. There was no thrombus or calcification at the proximal or distal implant site. The vessel access diameter was greater than 8 mm. It was reported that, during the index procedure, the valiant stent graft delivery system was unable to advance through the previously implanted bi-femoral surgical graft. The physician elected to use sequential dilators, including a 22 fr dilator, but the valiant delivery system still could not be advanced through the previously implanted bi-femoral surgical graft. A buddy wire technique and external manipulation were attempted but the valiant delivery system still could not be advanced. The physician elected to replace the valiant device with a smaller profile valiant delivery system and the delivery system was able to be advanced and delivered. A second valiant device was used to extend coverage proximally and it was smoothly advan ced and delivered as well. Per the physician, the cause of the event was due the folds/kinks in the previously implanted bi-femoral open fabric surgical graft. The physician noted that damage to the tip of the delivery system and the hydrophilic coating wearing off may have made the delivery system even more difficult to advance after repeated attempts had been made. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.